Manufacturer narrative:
(B)(4).

Event description:
Customer reports that the device was cracked at the insertion point of the trocar. Another device was used without further consequences. The device was not used on the patient. There was no reported injury or adverse event. What is the UDI number of the device: (B)(4). Please note this device is being returned. What is the current status of the patient: product not used on a patient. Can you confirm that the device will be returned for evaluation: yes, as per initial report.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one oval balloon dissector opened by the account. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.